Event description:
The customer received erroneous results for over two weeks for multiple assays including total psa and tsh. The total number of patient samples affected was unknown. Specific data could not be provided, but an example of a total psa result that was around 400 ng/ml was repeated at the request of the doctor and the repeat result was less than 1 ng/ml. No information was provided to determine if any patients were adversely affected. Clarification has been requested. The total psa reagent lot number and expiration date were not provided. The field service representative determined the measuring cells failed and he replaced them. To verify the analyzer operation, he ran performance testing which passed within specifications. The customer ran calibration and quality control with all values with specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.